Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized with high blood glucose in the past two years. The reporter stated the customer was hospitalized three to four times. It was also found the customer has been disconnected from the insulin pump for the past year. Customer's blood glucose was unknown at the time of incident. Customer declined to return the insulin pump for analysis.